Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose reading of 69 mg/dl on the ilet while using a dexcom g7 with multiple sensor connectivity dropouts and no recent food intake or extra insulin, and the reading began to rise during the call after the user consumed a small honey bun. Symptoms included feeling low. Outcomes included no hospitalization and self-treatment with oral carbohydrates. Investigation included review of synchronized device data and user coaching on monitoring the sensor, calibrating with a glucometer when available, and reporting ongoing connectivity issues to the cgm manufacturer. Investigation of this case revealed no ilet alarms other than a low glucose alert and no evidence of excess insulin delivery, with the cgm experiencing intermittent communication interruptions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.